Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other three perclose proglide devices, referenced were filed under separate medwatch manufacturer reports.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported continued bleeding after advancing and tightening the knot could not be replicated in a testing environment; therefore, the reported event could not be confirmed. Based on a visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was attempted in a common femoral artery through a 6-french access site using perclose proglide devices. Reportedly, during deployment of the initial two proglide devices through a 6-french access site, both incurred a needle-to-cuff miss. Both proglide devices were removed and the suture from two additional proglide devices, were successfully deployed and set to the side. The access site was upsized to 17-french to accommodate the aaa delivery catheter. After conclusion of the aaa repair procedure, the knots from the two proglide devices were sequentially advanced and tightened, but bleeding continued. Via a surgical cutdown, the access site was surgically sutured to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close deployment technique. No additional information was provided.